Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the pacing lead exhibited increasing thresholds resulting in loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.